Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since the provided lot number is not valid for the product code. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: there was an "air lock in the column causing volume loss to the column and bottle." It was also reported that the "volume increased 15ml on a patient with no change in pip, clamped top line and volumes dropped back to baseline." The column was replaced. There was no harm to the patient.